Event description:
After having essure implanted I have a long list of health problems that began almost instantly, and have worsened through the years. The top symptoms are dizzy spells, heavy bleeding and blood clots, break out in hives, severe abdominal pain and bloating, migraines, black spots in front of my eyes, pass out, projectile vomiting. Fever, and rash. Shooting pain from abdomen down my leg. My left leg goes numb along with my foot. Constant shooting pain down my left leg. The list goes on, but that is a list of the worst symptoms. I have been to the emergency room several times, seen a dr several times. Had a few colonoscopies since I have developed signs and symptoms of crohn's disease. No one can figure out that is wrong with me. I know its a reaction to essure. I also had 3 miscarriages.